Event description:
Report 1 of 2 for the same event. Report received from the USA stating that during a cochlear implant surgery the motor device and the attachment device "heated up." There was no delay reported in surgery. There was a spare identical device available for use. The surgery was completed successfully. There were no injuries or medical intervention required.though requested, patient information would not be disclosed. There was no additional information provided.

Manufacturer narrative:
The attachment device was received for evaluation. The attachment device was evaluated and did not exceed temperature limits. The reported condition could not be duplicated therefore the reported condition was not confirmed. If additional information is received, a supplemental report will be sent. (B)(4).